Manufacturer narrative:
"H.9 continued: additional correction removal numbers: z-1348-2022,z-1347-2022,z-1346-2220,z-1350-2022". This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral lower abdomen on (B)(6) 2015 using legacy coolcore, to bilateral mid flanks using legacy coolcurve+ applicator and to bilateral upper abdomen on (B)(6) 2015 using legacy coolcore applicator, bilateral outer thighs using coolsmooth, to bilateral distal flanks legacy coolcurve+ applicator and to bilateral outer thighs on (B)(6) 2016 using coolsmooth, to mid lower abdomen using coolmax applicator and to right upper abdomen on (B)(6) 2016 using coolfit applicator, to left upper abdomen using coolcore, to bilateral distal flanks using legacy coolcurve+applicator who developed paradoxical hyperplasia in abdomen diagnosed on (B)(6) 2016.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral lower abdomen on (B)(6) 2015 using legacy coolcore, to bilateral mid flanks using legacy coolcurve+ applicator and to bilateral upper abdomen on (B)(6) 2015 using legacy coolcore applicator, bilateral outer thighs using coolsmooth, to bilateral distal flanks legacy coolcurve+ applicator and to bilateral outer thighs on (B)(6) 2016 using coolsmooth, to mid lower abdomen using coolmax applicator and to right upper abdomen on (B)(6) 2016 using coolfit applicator, to left upper abdomen using coolcore, to bilateral distal flanks using legacy coolcurve+applicator who developed paradoxical hyperplasia in abdomen diagnosed on (B)(6) 2016.

Manufacturer narrative:
Corrected data d1 - brand name.